Event description:
The problem relates to an insulin pump, which delivers insulin through a tube to a cannula. The tubing broke overnight. I continued sleeping and woke up with very high blood sugar (19.2 mmol/l or 345 mg/dl). I was not able to test for ketones, but I suspect I had them. I felt dizzy and slightly confused. I use a silhouette infusion set. The tubing attaches to a collar, which clips onto and off of the cannula (stuck down onto the skin). The join between the tubing and the collar failed. With the tubing loose, no insulin was administered for hours. A similar problem has occurred twice previously during the night. I have reported this to medtronic diabetes but have not been satisfied by their response. They have promised to send me a canister to return the broken tubing on 5 occasions. I have yet to receive the canister. The product reference is mmt-378 and the lot number is 5055390. To alleviate the problem, I am going to put the pump inside my night clothes, so that the tubing will not be pulled as I move around the bed whilst asleep. The tubing was replaced no more than 3 days ago.